Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the data file was provided for review. The customer's report was observed during review of the device data log. However, without return of the device for evaluation, root cause could not be firmly established from the logs. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator and beeped inappropriately. Complainant indicated that there was no patient involvement in the reported malfunction.